Event description:
In this event it was reported that a k-file colorinox separated; the separated piece was not retrieved.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr. (B)(4)) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Please note that while this device is not sold in the us, it is considered similar to devices that are when taking into account composition and indications for use. The device is available for eval, though results are not available as of this report. Eval results will be submitted as they become available.